Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: b4, d1, d2, h6 (component code). The following sections were updated: b5, g3, g6, h2, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was not reviewed due to lack of product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a hip revision approximately more than 10 years post-implantation due to femoral head penetration by the nail screw with associated acetabular wear. The screw from the nail created a hole in the femoral head and began wearing down the acetabular aspect of the hip, after which the device was explanted. Attempts have been made and no further information has been provided.

Event description:
It was reported that a patient underwent a revision procedure approximately 10 years post implantation due to a trauma nail eroding a hole in a femoral head and wearing down the acetabular aspect of the hip. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. G2: canada. H6: mechanical (g04) - im nail. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.